Event description:
Boston scientific received information that this right ventricular lead delivered an alert due to an out of range measurement. Upon review, it appeared the alert was due to an out of range high pacing impedance measurement, however the exact measurement was overwritten. No other information could be obtained about the out of range impedance or the root cause of the issue. No remedial action or adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.